Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an image flickering issue when using the evis exera ii video system center. There was no patient harm associated with this event. The device was returned and evaluated, and it was found the image went off after some time; flickering occurred on the screen due to a defective printed circuit board. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. It was found the image went off after some time; flickering occurred on the screen due to a defective printed circuit board. Corrosion was found on the flat cable; the printed circuit board needs a replacement due to one screw found free to the fixed printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B3/date of event: 26 august 2022. B5: the issue occurred during reprocessing and there was no procedural or patient impact.